Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/20/2004 to the present date 12/15/2020 and confirmed that this device was previously returned for servicing 2 times. Device had no similar service repair history. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 - the implementation date of the erp system.

Event description:
The customer reported the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device will not turn on/off. There was no patient involvement.